Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that while the pt was at home, the pt's system controller burned up while tethered to the power base unit. No pt injury was reported. The system controller was exchanged, and there were no further problems reported.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. A complete investigation was not able to be performed, due to the condition of the device. The controller covers were opened and significant burn damage to the printed circuit board was noted, confirming the reported event. Due to the extent of the burn damage, the printed circuit board could not be thoroughly tested to enable the manufacturer to determine the root cause for the damage. No further info is available. The manufacturer is closing its file on this event.